Manufacturer narrative:
A case of ipg replacement was reported to abbott. Ipg replaced, no complications. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2024-00762 it was reported that the ipgs failed to establish communication with external devices. The ipgs were deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein the ipgs were explanted and replaced. Effective therapy was restored post operatively.